Event description:
A malfunction was reported on the customer's pump, identified by the error code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, advised by technical support, was sent a replacement pump with updated software. Additionally, instructions were provided on returning the defective pump and storing it properly, all of which the customer understood and acknowledged. The customer will continue to use current pump.